Event description:
It was reported that customer shared that this issue was occurring on at almost a weekly basis. They shared, typically nurses were finding disconnections with noticeable blood leakage on the bed when they were checking on patients. As a workaround, they had proactively started taping the port ends (port end that attaches to drain and on distal tip of tubing seen in photo). The drains were connected in the or, and by the time they reach the unit, there was no packaging visible. Did not handle any product but captured 2 photos of the distal end and one affected unit for reference. They mentioned that while the issue has been occurring for years, recent changes to their reporting process may explain the increased volume of cases. As well, there were 4 more hemovac units they saw in their bin today from colin that they will be submitting. Also followed up with the or supply manager. They confirmed hearing about disconnection issues from the spine unit but noted that they had not had any issues in the or itself. Showed a unit with a 2030 expiry date (picture of package attached) and confirmed that no lubricant or cleaning was applied to either end, as the drains were assembled sterile.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, e. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer shared that this issue was occurring on at almost a weekly basis. They shared, typically nurses were finding disconnections with noticeable blood leakage on the bed when they were checking on patients. As a workaround, they had proactively started taping the port ends (port end that attaches to drain and on distal tip of tubing seen in photo). The drains were connected in the or, and by the time they reach the unit, there was no packaging visible. Did not handle any product but captured 2 photos of the distal end and one affected unit for reference. They mentioned that while the issue has been occurring for years, recent changes to their reporting process may explain the increased volume of cases. As well, there were 4 more hemovac units they saw in their bin today from colin that they will be submitting. Also followed up with the or supply manager. They confirmed hearing about disconnection issues from the spine unit but noted that they had not had any issues in the or itself. Showed a unit with a 2030 expiry date (picture of package attached) and confirmed that no lubricant or cleaning was applied to either end, as the drains were assembled sterile.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer shared that this issue was occurring on at almost a weekly basis. They shared, typically nurses were finding disconnections with noticeable blood leakage on the bed when they were checking on patients. As a workaround, they had proactively started taping the port ends (port end that attaches to drain and on distal tip of tubing seen in photo). The drains were connected in the or, and by the time they reach the unit, there was no packaging visible. Did not handle any product but captured 2 photos of the distal end and one affected unit for reference. They mentioned that while the issue has been occurring for years, recent changes to their reporting process may explain the increased volume of cases. As well, there were 4 more hemovac units they saw in their bin today from colin that they will be submitting. Also followed up with the or supply manager. They confirmed hearing about disconnection issues from the spine unit but noted that they had not had any issues in the or itself. Showed a unit with a 2030 expiry date (picture of package attached) and confirmed that no lubricant or cleaning was applied to either end, as the drains were assembled sterile.